Event description:
It was reported that the patient with this right atrial (ra) lead was taken to the hospital due to loss of consciousness and had a heart rate of 30 beats per minute. The patient was checked through an x-ray, and it was confirmed that the ra lead conductor showed signs of fracture and exhibited high impedance out of range. The ra lead remains in service. No adverse patient effects were reported.